Event description:
During the procedure it was reported the position of the displayed lasso catheter by the carto 3 advanced catheter location feature was different from its position displayed on the fluoroscopy. Based on the additional information the issue only involves the advanced catheter location shift. The shift amount was unknown. The procedure was pursued with the issue, but managed to be completed without patient's consequence. During the same procedure the following issues were also reported, however they are not indicated as reportable events: the navistar catheter icon had display issue. Carto 3 could not replay previous captured motion and still images; noise issue occurred only on the intracardiac signals on ep recording systems.

Manufacturer narrative:
(B)(4). The following issue was reported: the icon of navistar catheter was swinging "twitchily". The issue was not resolved by exchanging the cable or the catheter. The position of the displayed lasso catheter by acl was different comparing to the fluoroscopy. The issue was not resolved by changing the port (a, b, or yellow) or exchanging the cable and the catheter. The issue sometimes occurred unexpectedly. Data lack occurred with motion and still images which had been created and saved during the procedure except review mode. Cyclic noise occurred at the intracardiac potential on lab. It sometimes resolved by adjusting the strength of tightening the dial of ic-out cable. During system atp test, unit failed raw electrode currents test. The patch unit was replaced and the unit passed atp test, functional test and electrical safety test. It was determined the patch unit failure could not contribute to reported issue 2 which stated the lasso catheter shifted sometimes during the case. This failure would contribute to acl shift issue and it could be observed throughout the case but not sometimes. The system was tested and the reported issues were unable to be duplicated. Workstation image and application were reinstalled in order to prevent reoccurring of the similar issue in the future. The complaint was not confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is in progress. A supplemental report will be submitted once it is completed. (B)(4).